Manufacturer narrative:
(B)(4). Batch # t93a1v. Device analysis: the analysis results found that the mcm20 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism. 6 clips were found inside clip track. Due to returned condition of the device non functional testing could be performed to evaluated the event reported. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot t40h01 number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch t93a1v number, and no non-conformance's were identified.

Event description:
It was reported that clips would not hold. No additional information was provided, sales was not present in procedure when this occurred. There were no patient consequences.